Event description:
It was reported that pump issued recurring cartridge alarms that did not resolve after caller attempted to load new cartridge. There was no reported impact to the customer¿s blood glucose level. Caller switched to multiple daily injections for insulin, and technical support arranged replacement pump, confirmed shipping details, instructed caller to place pump in storage mode before return, and advised caller to reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label.